Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen. The reason for use was severe spasticity. It was reported that the caller was researching causes for pain at the baclofen pump site. The caller¿s husband has a baclofen pump to help with severe spasticity pain due to multiple sclerosis (ms). He has had two revisions, due to constant chronic pain in his muscles at the site. The patient is due for pump to be replaced in (B)(6) 2019, due to battery life. The caller was looking for any information regarding who to contact regarding a different placement of pump, or experience with muscle pain placement issues. The caller stated that the patient is also underweight, which may contribute to placement pain. This issue is causing high, daily, chronic pain and would love to explore options before the replacement in (B)(6). There were no further complications reported/anticipated.